Event description:
It was reported that the patient may need to undergo a total ankle replacement revision surgery for reasons that were not reported.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows loosening of the talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the tibial component shows minor radiolucence and almost no cysts or cavities. No loosening or migration can be confirmed. The pe is not visible directly in the CT scan, but there is no indirect sign of loosening or migration. The talar component does not show significant radiolucence either, but there is a very large medial and smaller cysts visible adjacent to the component. This would indicate loosening or-at least-instability of the talar component can be concluded. There is no sign of migration. At least instability with an impending dislocation can be confirmed and would justify a revision.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient may need to undergo a total ankle replacement revision surgery for reasons that were not reported.